Manufacturer narrative:
This supplemental report is being submitted as follow-up information reported that the device was used for fecal incontinence and the device was placed after the patient had been hospitalized for 2 to 3 weeks. The leakage was noted when the device slipped out of position. It was stated that the device was not tested prior to insertion in the patient and was filled with 45 ml of fluid. It was further reported that 5 ml was removed from the retention balloon upon removal from patient and the no other product was placed. The patient experience bleeding. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on information provided. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "after using it, there is a water leakage occurred between the joint of the watering pipe and the balloon on the fourth day. Device was removed." No harm was reported. No further information was provided.

Manufacturer narrative:
A batch record review indicates no discrepancies. The device history records were reviewed and it was confirmed that established manufacturing and inspection processes were followed. During the manufacturing process, the manufacturer performed 100% balloon inflation functional testing, as defined by convatec, on each of the flexi-seal fms assemblies. This included inspecting for leaks. Retain samples for lot# 13vm528516 were reviewed and examined, by the manufacturer where it was confirmed that the samples did meet the product quality specifications defined by convatec. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).